Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test. Failed voltage test (0vdc).. The reported event of loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on 05/21/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported.